Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 81 mg/dl compared with the sensor glucose reading of 54 and 40 mg/dl. The customer reported that due to sweating and hot outdoor conditions, the sensor tape had fallen off. The customer was advised to monitor the problem and call back if issues persisted. The customer was sent a replacement device. The product was not returned for analysis.